Manufacturer narrative:
(B)(4). There was no documentation in the medical records that indicated a causal relationship between the liberty cycler and the patient's peritonitis. Medical records did not reveal a source of the patient's peritonitis. Due to the lack of medical records, no conclusion can be made regarding any causal relationship between the patient's peritonitis and the patient's dialysis products. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
Review of a peritoneal dialysis patient's medical records information discovered the patient was diagnosed with peritonitis. Follow-up with the patient's dialysis nurse reported the patient was treated with ceftazidime and fortaz. The patient's peritonitis was attributed to a breach in sterility (technique failure).

Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation and the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming.